Event description:
It was reported that the patient developed a (B)(6) infection in the blood stream. The pacemaker and three leads were removed. The two other pacing leads are competitive leads, and only one of those was active with this manufacturer's system. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.